Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the atrial lead exhibited noise episodes. The lead was not used and replaced. There were no patient consequences.